Event description:
The translator was broken while trying to translate the osteotomy site during a great toe bunion surgery. Other instrumentation was used to translate the met head laterally.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The translator was broken while trying to translate the osteotomy site during a great toe bunion surgery. Other instrumentation was used to translate the met head laterally.

Manufacturer narrative:
Correction g8: this report should have been reported under FDA registration number (B)(4) h5, h8. The reported event could be confirmed since an image was provided and matches the alleged failure mode. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The current instructions for use states: "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling. Care must be taken to avoid compromising their exacting performance." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.